Event description:
The customer reported that the unit has suffered probable drop damage. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the unit has suffered probable drop damage. No pt harm was reported. No further info regarding how this was dropped or any of the circumstances was available, as this was passed from the end user to the biomed with no info. The product labeling (m2, m3 and m4 monitor m3046a measurement server m3000a measurement extensions m3015a and m3016a, instructions for use, part number m3046-9260d, page 35) also clearly warns that ¿if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel.¿ this includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter would exclude the device from being used in monitoring pts and would not cause a safety risk. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.